Manufacturer narrative:
Investigation summary: confirmed, no bd cause identified. Investigation conclusion: based on the investigation conclusion, bdm-ps was able to confirm the symptom perceived by the customer but could not correlate this symptom with a potential cause linked to bd process. Root cause description: two photographs were provided by the customer for analysis. One of the photographs had a syringe with drug in it. The device would not fire in this case as the plunger would not reach the end of travel within the syringe. The other sample appeared to have an empty syringe however, the plunger had not made contact with the trigger fingers, as a result the device did not activate. For the device to activate, the plunger rod must push the trigger fingers in order to allow the activation cycle to be initiated. The root cause based on the photographs is linked to end user error and IFU not being followed.

Event description:
It has been reported that one ultrasafe plus x100l aff white ctrd has been found experiencing inability to activate the safety guard after use. The following has been provided by the initial reporter: they report that the spring does not retract the needle after injection.